Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient dropped their system controller on (B)(6) 2025 while they were showering. In the morning on (B)(6) 2025, the patient received a driveline fault alarm. Log files were sent for review, and the log files captured driveline power fault alarms beginning at 6:10 am on (B)(6) 2025. In addition, the log file captured numerous low flow events on (B)(6) 2025. There did not appear to be any type of equipment issues causing these events. The low flow events seem to be a patient related issue and not an equipment related issue. There were no other unusual events recorded in the log file event history. A self test was performed on the system controller, and the driveline was x-rayed. The driveline connections were checked including the modular cable connection. All lines were checked for breakage and any bends or twists in the lines. The system controller and modular cable were exchanged and the driveline fault alarm stopped. The modular cable connector had several areas of corrosion noted inside when changed.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of driveline power fault alarm and fluid ingress was confirmed during evaluation of the returned heartmate modular cable. On (B)(6) 2025 at 06:10:40, the log files captured driveline power fault alarms due to intermittent power b broken faults. The driveline power fault alarms remained active until the driveline was disconnected on (B)(6) 2025 at 10:23:51 and the power cables were disconnected shortly after, which is consistent with the reported controller exchange. The driveline power fault alarm did not impact the system controller¿s ability to support the pump. The returned modular cable, lot number 10128402, was visually inspected and corrosion was observed on multiple pins on the inline connector, including the pin corresponding to the power b signal. The modular cable was connected to the returned heartmate 3 system controller, serial number (B)(6), test power module, test system monitor, and mock circulatory loop. The system was run for an extended period and a driveline power fault alarm was reproduced. The electrical resistance of the power b wire was measured from the location of corrosion on pin 5 (power b) of the inline connector to the corresponding pin on the controller connector, and the resistance was found to be elevated. The alarm was determined to be due to the corrosion in the inline connector. The root cause of the driveline power fault alarms was determined to be due corrosion on the inline connector pins as a result of fluid ingress. Per provided information, the fluid ingress was determined to be due to user error in exposing the modular cable to fluid in the shower. The device history records were reviewed and the records reveal that the heartmate modular cable, lot number 10128402, was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 instruction for use (rev. D) was available for use at the time of the event. Section 7, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and resolve driveline power fault alarms. The heartmate 3 instruction for use section 2, entitled ¿system operations¿, instructs the user to not expose the external system components to water or moisture. The heartmate 3 instruction for use section 8, entitled ¿equipment storage and care¿ addresses how to properly care for and maintain the equipment for proper use. The heartmate 3 patient handbook (rev. A) which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.